Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occurrences, the customer intended to enter a bolus of 1 unit of less and programmed a bolus that was ten times the size of the desired amount. Reportedly, the customer accidentally entered 7 units instead of 0.7 unit twice, 5 units instead of 0.5 unit once, and 10 units instead of 1 unit once. The customer's blood glucose (bg) level was impacted (lowest of 40 mg/dl), and was treated by consuming orange juice and sugar tablets. Reportedly, the customer changed the maximum hourly bolus to 4 units after the most recent event which occurred several weeks ago, and the event had not reoccurred since the change to settings was made. Recommendation was made to consult with health care provider regarding the changes to the settings.